Event description:
It was reported that the patient simply stopped using her implantable neurostimulator (ins) and had not charged it for 18 months resulting in an overdischarge. A power on reset (por) was to be scheduled. It was unclear if the reporter meant to say a physician recharge mode (prm). Additional information received 3 weeks later indicated that the cause of the overdischarged battery was patience compliance. No malfunction of the charging system was reported. The reporter indicated that the ins would be replaced.

Event description:
Additional information received from the hcp reported that there were no interventions. It was reported that the patient experienced increased neuropathy pain due to lack of use of the scs. It was reported that the patient was provided with instructions for charging at home, and there was no hospitalization and no injury.

Manufacturer narrative:
Product ID, 377660 lot# v002898, product type lead product ID, 377660 lot# v002898, product type lead product ID, 37752 lot# serial# (B)(4), implanted: 2007 (B)(6),product type recharger product ID, 37742 lot# serial# (B)(4), implanted: 2007 (B)(6), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).